Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an inoperative integrated circuit (ic), designator u18.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined that the therapy pcb assembly caused the reported issues. The therapy pcb assembly was replaced and other unrelated repairs were completed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device has logged an event code in the device's memory and the service indicator is present. There was no patient use associated with the reported issue. Upon evaluation, physio-control observed that the customer's device locked up, the device buttons were inoperable and the device was unable to power off. The device was also not able to charge for defibrillation and displayed "connect electrodes".